Event description:
It was reported that on 5 november 2023, a 19mm epic supra valve was chosen for implantation in a patient presenting with aortic stenosis. During post-implantation testing, leaflet alignment was not ideal. It was decided to explant the valve and implant a replacement 19mm epic supra valve. The patient remained on cardiopulmonary bypass during the intraprocedural valve exchange. There was reportedly an extended procedure time that resulted in no patient effects or intervention. There were no patient effects and the patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation associate with leaflet incomplete coaptation (leaflet alignment was not ideal after implantation) was reported. The investigation confirmed the device met specifications and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and returned device analysis, the cause of the reported event could not be conclusively determined. The epic biocor valve was chemically sterilized and submitted for to the abbott engineering test lab (etl) to be tested under pulsed duplicator conditions using hydrodynamic testing to evaluate valve function. The analysis concluded, "data and video of valve function, along with open & closed images, were obtained to evaluate hydrodynamic efficiency. Leaflet function was considered normal with all leaflets opening while having no asynchronous motion or leaflet malfunction. The cuff was sealed prior to testing." (Refer to pit-004688 within this complaint record for additional details)